Event description:
The physician was using the silverhawk device and it appeared to part off in a nonstandard manner. Lodged emboli ended up in the anterior tibial. The anterior tibial was then lasered and there showed emboli in the dorsalis pedis. The dorsalis pedis was then lasered. This cleared the emboli, but still showed a little haziness in the anterior tibial. The physician ballooned the anterior tibial and pt was fine.